Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Additional observations: observed creases on the device. Observed deformation on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5., b.6., d.6b., h.6.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.